Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of issues with compromised force sensor system alarm on their insulin pump. The customer's blood glucose level at the time of incident was 202mg/dl. Troubleshoot was conducted. The drive support cap was found to be protruded. The customer was advised the pump would have to be replaced and returned for analysis.

Manufacturer narrative:
The pump was received with operating currents within specification. The pump passed the self test, unexpected restart error test, rewind and displacement tests. However, the pump gave a compromised force sensor system alarm during the basic occlusion test due to a slightly loose drive support disk. The pump was received with a cracked case at the display window corners, a broken belt clip slot and minor scratches on the lcd window.